Event description:
Under certain circumstances the name of the pt may be changed. I.e. The results from jane smith are transmitted from an analyzer to a radiance data management system but then the user realizes that the results were really for jane jones. The user makes the change on the analyzer and re-sends the results to the radiance data management system. At that time, jane smith's result history in radiance is changed to jane jones's - possibly causing confusion. There was no harm to any pt.